Event description:
The customer alleges that the catheter was separating during the exchange of the dressing. The catheter was replaced without incident. No patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.